Manufacturer narrative:
Date of event: unknown, not provided. Model number: unknown, information not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: unknown, information not provided. PMA number: unknown, as no product identifiers were provided. Device manufacture date: unknown, as the serial number was not provided. The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received that three days after surgery, the intraocular lens (iol) rotated and changed its angle substantially. Patient mentioned that the reason given by the doctor was that the size of eye is quite large and the lens used is the largest available. Patient had to undergo additional surgery to place a silicone ring to support the lens, which has caused inflammation and infection in the eye. No further information available.